Event description:
This study compared the results of multiple iliac artery aneurysm (iaa) procedures using a non-abbott iliac branched endoprosthesis (ibe) stent. The intention of this study was to conduct a data analysis regarding the outcomes of iaa procedures using the non-abbott ibe stent. The study mentions how one patient used a proglide device for a follow up thrombectomy procedure in the left common femoral artery. The proglide device experienced an unspecified failure, causing a dissection. This required the use of a surgical patch. The article concluded that the non-abbott ibe stent can safely treat iaas with a low vascular complication rate and a low risk of reintervention. Specific patient information is documented as unknown. Details are listed in the attached article, "solitary iliac branch endoprosthesis placement for iliac artery aneurysms."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled; "solitary iliac branch endoprosthesis placement for iliac artery aneurysms." D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed because the part and lot number were not provided. Additionally, a review of the similar complaint query was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the case information, a conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined. The patient effect of dissection is listed in the proglide electronic instructions for use as a potential adverse event associated with the use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.